Manufacturer narrative:
The company service representative examined the system and was unable to replicate the customer reported system message (sm). The company service representative performed general cleaning of the system. The system was then tested and met all product specifications. There was no sample returned for evaluation and no additional information provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. A review of complaints for the last 24 months did indicate two similar reports for this system. The root cause cannot be determined conclusively. (B)(4).

Event description:
A doctor reported the equipment displayed a system message and locked during a vitrectomy procedure. The procedure was completed with an alternate system following a delay of more than 15 minutes. There was no harm to the patient.